Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had emitted beep tones. A copy of device memory was obtained and submitted for analysis. Disk analysis indicated that the device had exceeded longevity expectations and had fewer than three months remaining to elective replacement indicator (eri) battery status. Engineering review did not find any faults in device memory. A device changeout was still scheduled. During the explant procedure, heavy cautery was being used in the device pocket. The device had been programmed to monitor only, but reverted to safety mode and delivered an inappropriate shock. The field representative confirmed that the device had declared an oscillator mismatch code. It was noted the patient was not fully sedated at the time of shock delivery. The physician also reported feeling a shock from the device while loosening the setscrews. No additional adverse patient effects were reported.